Event description:
Later, it was indicated that there was no trauma seen at either of the implant sites. No other relevant information has been received to date.

Event description:
It was reported that the patient was seen with high impedance during a generator replacement. No surgical intervention has occurred to date. No other relevant information has been received to date.